Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device malfunctioned during a patient event and cause a 2+ minute delay in patient care. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.